Event description:
It was reported the device will not power on. The device turned on but will not stay on. No information was received indicating patient involvement.

Event description:
It was reported the device will not power on. The device turned on but will not stay on. Follow-up information was received reporting there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case, battery drawer, battery release, and battery flex were also found to be contaminated. One case screw was missing, and the lcd (liquid crystal display) lens and side bail covers were broke.